Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without input. This occurred upon power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the device turned off without input. A review of the event history log revealed events of improper shutdown. An ¿improper shutdown!¿ message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pins due to dried liquid. The battery pins requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.